Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms and they noticed this occurs when their insulin gauge reaches 50 units of insulin. There was no known impact to the customer's blood glucose (bg) level. The customer stated that they would try to resolve the occlusions by changing their infusion set site. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.